Event description:
Dealer called stating that he had already ordered a motor actuator for the lnx, but when he went to install it, he noticed that the hardware was all bent from the end user running into items.